Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A review of latitude data did not show high power consumption. During analysis, no problem was detected.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device was explanted for premature battery depletion. There were no additional adverse patient effects.

Event description:
It was reported that this device was explanted for premature battery depletion. There were no additional adverse patient effects.